Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the inspection of this lead revealed: inner tubing kinked/buckled, all conductors distorted, distal conductor fracture (overstress), outer insulation torn and deformation in the proximal inner coil with extension problems.

Event description:
It was reported during the implant procedure that the helix would not "deploy or reploy properly", and the coil was also stuck in a 9 fr safesheath introducer. The lead was not implanted. No patient complications have been reported as a result of this event.